Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient was able to feel stimulation on program 4 at 3.1 v and the implantable neurostimulator (ins) was confirmed to be on. It was noted that the patient had leaked urine the day before and had to use catheters. It was also reported that the ins "flops around" in the pocket. The patient had a previous MRI and had to the have the device taken out. It was also noted that the patient recently had neurostimulator trial for back pain.

Event description:
Additional information received reported that the horizontal placement of the ins was poor and was associated with tenderness. It was noted the ins was flipping. An ins replacement was scheduled for (B)(6)-2012.

Manufacturer narrative:
Product ID 3889-28, lot# v842735, implanted: 2011 (B)(6), explanted: na, product type: lead, product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was loose in the pocket and closer to the patient's spine than it was before, resulting in pain in the left back for the past few weeks. The patient wore a back brace for unrelated back problems. The ins was turned off. Patient outcome was not provided.